Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the spo2 dropped to 72% at approximately 9:36am, but the monitor did not trigger any visual or audible alarms. The caregiver was in the room at the time of event; they removed the patient from the ventilator, and the patient was bagged to administer additional treatment.